Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a service code 2014 the patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is still underway. The reported problem (service code 204) is under investigation. As received, the monitor and electrode belt failed incoming testing. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor or electrode belt. The patient received a replacement monitor. Device manufacture date: electrode belt: june 2011. Monitor: december 2010.